Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had over temp alarm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had over temp alarm. There was patient involved. However, there was unknown adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d9(device available for eva), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: h6(health effect ¿ clinical code). Additional information: poc - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) over temperature alarm. Getinge field service engineer (fse) customer reported pump displayed pump over temp message. Replaced scroll compressor and filters and temperature sensor. Device passed all functional and safety tests according to factory specifications. Patient involved and no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0119-00-0236, 0206-00-0734. Parts were received with a reported failure of an overtemp alarm. The fat performed a visual inspection and found the parts to be in good condition. The fat installed part number 0119-00-0236 and 0206-00-0734 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested the part for 4 hours with no issues. Fat could not verify the reported failures. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.